Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. During the alarm log review, an f-2 alarm was found. This alarm is related to the broken door. During the visual inspection, a broken door was identified. The cause of the damage could not be determined. To correct the condition, the pump head door assembly and cover door were replaced. The pump was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. There was no report of patient injury or medical intervention associated with this event. No additional information is available.